Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On 08-jan-2025 the clinical diabetes specialist (cds) emailed regarding a discussion with the end user who reported that they called paramedics on (B)(6) 2024 after they experienced low blood glucose (bg) where they were unable to stand up and experienced convulsions. The user's partner gave the user glucose tablets and when paramedics arrived, they gave the user more glucose tablets and a peanut butter sandwich. Paramedics observed the user until his bg levels were back in range and did not transport the user to the hospital. Review from cds during the conversation noted that the user stopped announcing (bolus) meals because they had been experiencing hypoglycemia after meals causing the ilet to adapt incorrectly to user input. Cds performed a factory reset on the ilet and performed refresher training regarding the importance of meal announcements, best practices for personalized learning, managing low blood glucose levels, ketone action plan and glucose management when bg is 300 mg/dl or more for 90 minutes. The user was contacted multiple times for additional event information, but all attempts have been unsuccessful and no further information is available.